Manufacturer narrative:
(B)(4). Unit passed displacement test, basic occlusion test. Unit failed prime/a33 test at 2.5 lbs due to faulty fsr(gold). Unable to verify no motor error alarm and no delivery alarm or perform excessive no delivery test and occlusion test due to prime anomaly. The motor was tested outside of the device and passed currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer stated they were able to rewind the insulin pump. Customer stated drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.